Manufacturer narrative:
Retainer ring = black . Customer returned insulin pump for an alleged pump error 68/29/48 alarm/keypad unresponsive/button error alarm found on (B)(6) 2021. Device was received with pump error 68/49/23 alarms after battery insertion and high sleep current and pump error 75 alarm during self test. Unable to perform displacement test due to unable to prime. All buttons function properly. No unexpected pump error 29/48 alarm or stuck button error alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly and force sensor assembly.the j1 connector on pcba 1 was locked properly during visual inspection. Swapped out test force sensor assembly and device passed the prime/seating test. Confirmed that unable to prime/seating due to moisture damage on force sensor assembly. Device passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Keypad unresponsive/button error alarm, pump error 29/48 alarm not confirmed. Pump error 68/49/23/75 alarm and high sleep current confirmed due to moisture damage electronic assembly. Moisture/cosmetic damage found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons were not responding. Customer stated an alarm was in progress at the time the button was unresponsive. No harm requiring medical intervention was reported. The device will be returned for analysis